Event description:
Customer reported a past event of high blood glucose with the highest level documented at 800 mg/dl, but the underlying cause was unknown. No third-party assistance was required, and there was no indication of frequent recurring high blood sugar levels. Customer performed a correction bolus using the pump and visited a clinic for further assistance. Control iq feature was active during the event. Customer was advised by technical support to consult a healthcare provider to discuss factors affecting blood glucose levels, which customer acknowledged.